Manufacturer narrative:
(B)(4). A visual examination of the incident device revealed blood residue between the jaws. The device was latched and unlatched ten times without issue. The jaws opened and closed normally when the handle was activated. We were unable to determine the cause of the customer's complaint. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that after one seal cycle, the device would not longer open. Tissue around the jaws was excised to remove the device. Another device was sued to complete the procedure without issue. There was no patient injury.